Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow up, increased rv capture threshold was observed. The patient was not dependent. The lead was capped and replaced without adverse events to the patient. Patient was fine before, during and after procedure.